Event description:
A karl storz continuous flow resectoscope was used in two procedures on two different pts, both with a bladder tumor. Both doctors found the edge of the outer sheath was too rough and the pts' urethra allegedly had been torn. Catheters were placed in both pts to help the healing. Customer ordered a 27040sl and co shipped a 26040sl by mistake. This is the only complaint of this type that co has received regarding the 26040sl. The pts are expected to heal well.